Event description:
The nurse reported to our sales rep that while observing a surgery he observed that the surgeon had a problem placing the reamer onto the k-wire. Replacements were available so the surgeon was able to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.